Event description:
The facility reported a pt reaction during use of the exeltra single use dialyzer. The pt experienced nausea, bad taste in the mouth and skin redness within the first minutes of beginning hemodialysis treatment. The hemodialysis treatment was stopped. The pt was given the antihistamine chlor-trimenton. Hemodialysis treatment was reinitiated using a different dialyzer (manufactured by nipro-specific type of dialyzer not stated) with no reactions. The dialyzer was new (first use). The lot number of this exeltra-dialyzer expired in january 2008.

Manufacturer narrative:
A request for the return of the device has been made. Should the dialyzer be received for eval, a follow-up report will be filed upon completion of an evaluation or if any add'l info becomes available. Baxter is monitoring issues like this. Should add'l info become available, a follow up report will be filed.